Event description:
It was reported that during an unknown procedure, when the helicoil anchor was put under the cannula, a crack in the regenesorb material was noticed. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed that the distal tip is still in place at the tip of the inserter. Use of a microscope, for reference only, allowed a view of the proximal body with a crack that runs through sector 6 and 8 and appears to continue to the distal end of the anchor (away from the handle). There is bio debris on/in the proximal body. A functional evaluation was not required as the visual evaluation verified the complaint. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported cannot be determined. However, no patient injury has been alleged or further complications reported. Therefore, no further clinical/medical assessment can be rendered. Should any additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include contact with another source. No containment or corrective actions are recommended at this time.